Manufacturer narrative:
A review of the manufacturing records for the device verified that the lot met all pre-release specifications. Results pending review of sterilization records. Per the conformable gore® tag® thoracic endoprosthesis instructions for use (IFU), complications associated with the use of the gore® tag® thoracic endoprosthesis may include, but are not limited to endoleak, infection, and reoperation. Per IFU, the safety and effectiveness of the gore® tag® thoracic endoprosthesis have not been evaluated in patients with pseudoaneurysms resulting from previous graft placement.

Event description:
On unknown date, the patient underwent a total aortic arch replacement using an artificial blood vessel. On unknown date, a pseudoaneurysm was reportedly observed at the anastomosis between the distal portion of the artificial blood vessel and the descending thoracic aorta. On (B)(6) 2018, the patient was implanted with a conformable gore® tag® thoracic endoprosthesis (tgu3110j/ 17404458) to treat the pseudoaneurysm in the descending aorta. On (B)(6) 2018, the patient presented to the facility coughing up blood. An examination reportedly revealed the pseudoaneurysm had become infected. It is unknown whether the pseudoaneurysm was originally infected at the time of the initial gore® tag® device implant, or if it became infected after the procedure. On the same day, an angiograph revealed an indeterminate endoleak with enlargement of the pseudoaneurysm (amount unknown). The patient underwent a re-intervention procedure whereby an additional conformable gore® tag® device was placed inside the original endoprosthesis and extending the stent graft system distally. The endoleak was resolved and the patient tolerated the procedure. On (B)(6) 2018, an esophagectomy was performed. It is unknown if the esophagectomy is related to the gore® tag® device or procedure.

Manufacturer narrative:
Code 213 ¿ a review of the manufacturing and sterilization records for the device verified that the lot met all pre-release specifications. Per the conformable gore® tag® thoracic endoprosthesis instructions for use (IFU), complications associated with the use of the gore® tag® thoracic endoprosthesis may include, but are not limited to endoleak, infection, and reoperation. Per IFU, the safety and effectiveness of the gore® tag® thoracic endoprosthesis have not been evaluated in patients with pseudoaneurysms resulting from previous graft placement. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.